Event description:
Reporter indicated a vns programming wand failed to program patients. This wand has been returned and is currently in product analysis.

Manufacturer narrative:
Conclusions - device failure is suspected, but did not cause or contribute to a death or serious injury.